Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced infection, fever, scrotal and penile pain with this artificial urinary sphincter (aus). The patient was treated with IV antibiotics for three days. Upon explant, no device issues were identified. A surgical procedure was performed in which the aus was explanted, a washout was performed, and the aus was replaced with a tactra malleable prosthesis. No further patient complications were reported. This report is for the artificial urinary sphincter (aus) device.